Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes didn't draw blood. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the tube didn't draw blood.

Manufacturer narrative:
Investigation summary: bd received a used tube containing 1 ml of blood from the customer facility for evaluation. The sample was tested and found to contain residual vacuum that would fill the remaining space in the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the tube was found to contain sufficient vacuum for drawing the sample. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes didn't draw blood. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the tube didn't draw blood.